Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had sensor reading discrepancies which caused the insulin pump to suspend insulin delivery. It was stated that the sensor was reading 40, but blood glucose value was 100 mg/dl at the time of suspend. Blood glucose level at the time of the call was 208 mg/dl. Troubleshooting was not performed. The sensor will not be returned for analysis.